Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# r323601, implanted: (B)(6) 1993, product type :lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s first device stopped working in 1998, the reason was unknown, potential normal battery depletion. Information was requested regarding the level of surgery for having the components removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.